Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an arrow to the book with question mark the book the has a question mark on it. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that insulin pump alarmed that it stopped delivering insulin. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarms noted during testing.